Manufacturer narrative:
(B)(4).

Event description:
A failed transmitter error was reported to have occurred for transmitter ID 80d4e7. Data investigation confirmed a failed transmitter error on (B)(6) 2019 for transmitter ID 80qqdn. The probable cause could not be determined post investigation.